Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient and his father were out in the bush while hunting when the patient experienced a hypoglycemic event. It was reported that the cgm reading was between 8.0 to 9.0 mmol/l and the patient was feeling a little bit low, but not substantially, and then the patient suddenly lost consciousness. The blood glucose reading at that time was 1.9 mmol/l and the cgm was 8.0 mmol/l. The patient´s father treated the patient with honey administered directly in the patient´s mouth, after a few minutes the patient regained consciousness. The patient recovered and was able to sit up in the truck on their way back to the camp and interacted normally with his father, but the patient experienced loss of memory about the entire event and could not remember everything that happened during the event for 2 hours. The patient recalls that he lost consciousness just before 1700 and nothing else until events from 1900 that evening. The patient did not seek medical attention and fully recovered. The patient also reported that the previous day to the event he experienced a cgm inaccuracy where the cgm was reading low and the blood glucose reading was 7.0 mmol/l, he performed 1 calibration on the sensor and it aligned again. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.